Event description:
Tvt sling procedure for urinary incompetence same day of supracervical laparoscopic hysterectomy (B)(6) 2012. In (B)(6) noticed exposer of tvt sling. Tvt sling in office repair (B)(6) 2012. On (B)(6) 2012 back to office for treatment of a vaginal bacterial infection. End of (B)(6) 2012 into (B)(6) 2013 noticed tvt mesh exposer and pain, to include sitting bending and intercourse. On (B)(6) 2013 back in office for consultation of removal of tvt sling. Tvt sling removal (B)(6) 2013. Date of use: (B)(6) 2012 - (B)(6) 2013. Diagnosis or reason for use: urinary incontinence. Event abated after use stopped: yes. Event reappeared after reintroduction: yes.